Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 3 months after dental implant was installed in intraoral region 8#, its non-osseointegration was observed. The patient presented insufficient bone quality/quantity (bone type iii), immediate implant was performed and bone graft was executed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 3 months after dental implant was installed in intraoral region 8#, its non-osseointegration was observed. The patient presented insufficient bone quality/quantity (bone type iii), immediate implant was performed and bone graft was executed.